Manufacturer narrative:
H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. One actual device was received for evaluation. A visual inspection was performed with the naked eye and no abnormality was observed. An underwater pressure test was performed and no leak was observed. A functional (self-test and priming) was performed and no abnormality observed. The sample met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unknown location that led to this alarm. This occurred while in use with a homechoice automated pd set with cassette. It was reported that it ¿was not possible to confirm where it was leaking at the time, so it was carried out as it is¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.